Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. However, the legal claim received reference to a high level of ion metal: - plasma cobalt values: 30.63 g/l. - serum chromium values: 58.96 g/l. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple supplemental MDR reports were filed for this event, please see associated reports: 0009613350-2023-00525-1.

Event description:
It was reported that approximately thirteen years post initial implantation, the patient underwent a left sided hip revision due to pain and elevated metal ions. Diligence was completed, no additional information was provided.

Event description:
It was reported that approximately thirteen years post initial implantation, the patient underwent a left sided hip revision due to pain and elevated metal ions. Due diligence is in progress for this complaint; to date no additional information or product has been received

Manufacturer narrative:
(B)(4). D10 - medical device: unknown head; item# unknown; lot# unknown. G2 - foreign: italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00525. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product details unknown.